Event description:
The user facility reported their sterilizer was leaking water onto the floor. No report of injury.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified the drain funnel had fallen off due to a loose set screw. The technician also found a water leak originating from the compression fitting. The technician repaired and tested the unit, and confirmed it to be operating according to specification. No additional issues have been reported.